Event description:
An olympus representative initially reported on behalf of the customer that the laparoscopic screen turned purple while checking the endoeye flex deflectable videoscope during pre-use inspection for a therapeutic laparoscopic cholecystectomy. The issue was resolved after replacing it with a camera head and rigid mirror combination. Additional information received clarified that a cholecystectomy through laparotomy was performed instead. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. The root cause of the subject event could not be identified since the actual device was not returned. However, it was suspected that the problem was caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The instructions for use in chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below: inspection of the endoscopic image confirm that the white light (wli) and narrow band imaging (nbi) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient is currently in good condition.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. B5 has been updated accordingly. Also, a correction has been made to g2 and h6 to provide information that was inadvertently not included in the initial medwatch. Also, it has been over 4 years since the subject device was manufactured.